Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed a chip in the lower right front corner and a crack on the right plunger case. Review of the event history log (ehl) showed occurrences of "acu watchdog failure" and "primary audible alarm bgnd test" errors. The investigation involved powering up the pump and the reported alarm was not duplicated. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that prior to therapy a smiths medical medfusion 3500 pump exhibited "acu watchdog error" and alarmed intermittently. No adverse patient effects were reported.